Manufacturer narrative:
Additional information was added to h4, h6 and h10.: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not flow; further described as none of the solution has been infused during patient infusion. It was stated there were no issues with the line. The device had been filled with piperacillin/tazobactam 13.5g in 230ml of sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.